Manufacturer narrative:
Testing of the returned battery pack determined that depleted cells within the battery pack caused the reported issue. Analysis of the log files from the AED identified that once a new battery was installed and a manual self test run the AED functioned as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Manufacturer narrative:
The investigation into the log files and battery pack associated with this complaint is underway and the root cause is not currently known. Troubleshooting of the AED with the customer identified that once the new battery was installed and a manual self test run the AED was functioned as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.